Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a syncopal episode during cardiac rehab, the patient's heart rate was in the 40's. The right ventricular lead exhibited loss of capture. The physician elected to maintain pacing support through a temp pacing wire. The lead was repositioned successfully. No patient symptoms post procedure were reported.